Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 10.4 mmol/l at the time of the incident. The customer stated that the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected alarm error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit had severely scratched lcd window, scratched case, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.